Event description:
It was reported that during a robotic video assisted thoracic surgery lobectomy, cannot fully transect the tissue and make malformation of staple which causes bleeding from the staple line.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Damaged joint cover. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.